Event description:
A nurse reported that a piece of metal found inside a patient eye after the cataract [with intraocular lens (iol) implant]surgery which was removed after 24 hours of a phaco procedure. Additional information requested and received that the patient was return to theatre and an anterior chamber washed out after the surgery. The current patient condition was not known. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
G.9. This report originally filed as 2523835-2024-00856 (MDR# 2491144). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.